Event description:
The nurse reported during a case, the irrigation would not stop. She had to manually turn the irrigation off. The surgeon was able to complete the case without any pt injury. The second case was then cancelled by the surgeon.

Manufacturer narrative:
The company technical service support specialist conducted troubleshooting with the customer and determined the problem is most likely a footswitch fault. The customer ordered a new footswitch. The replaced footswitch has been rec'd and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4)